Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, where the reported failure was confirmed. Additionally, the evaluation identified a reportable malfunction: a noisy image was observed. A root cause could not be definitively identified. However, the investigation suggests the malfunction was likely caused by a broken video cable, resulting in a noisy image. This issue was attributed to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had image problem during inspection for use. There were no reports of patient involvement.